Manufacturer narrative:
The fogarty involved in this case was received by our product evaluation laboratory for a full evaluation. The balloon was inflated with 0.9 milliliters ro water and the balloon inflated concentric and did not leak. However, balloon could not deflate completely after 60 seconds (aided with water). Balloon deflation time was out of specification, as the maximum deflation time from full capacity is 15 seconds. Cut down was performed on the catheter body to locate occlusion. Balloon inflation lumen was found to be collapsed near the proximal bushing. Balloon latex, bushings and windings were intact. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. Further investigation was completed by the engineers in the manufacturing site, and it could be concluded that the failure is likely due to manufacturing. The manufacturing personnel has been notified about this condition and this non-conformity is currently being investigated to prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon deflation was slow. Patient demographics requested and unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.